Event description:
It was reported that a pericardial effusion occurred. A medium pericardial effusion was seen prior to the start of a left atrial appendage (laa) closure procedure. A watchman fxd curve access system (was) and a 27mm watchman flx closure device and delivery system (wds) was selected for use. During deployment of the closure device, transesophageal echocardiography (tee) showed that the pericardial effusion increased in size. The physician verified position, anchor, size and seal (pass) criteria was met and released the closure device. The physician then placed a pericardial drain to treat the effusion. The patient was hemodynamically stable throughout the procedure. The patient was intubated, and the drain was left in place while taken to the intensive care unit (ICU) for recovery. The patient was discharged home two (2) days post op.